Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 10.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced ten events of kinked cannula since 01-dec-2024 and 24-feb-2025. The site of insertion was abdomen. Patient noticed symptoms within three hours of insertion. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.